Manufacturer narrative:
The investigation determined that lower and higher than expected vitros tsh results were obtained from two different quality control (qc) fluids processed on a vitros 5600 integrated system. The definitive assignable cause is most likely analyzer related, as a vitros tsh within-run precision test which is used to assess analyzer function, was outside of acceptable guidelines. Improved vitros tsh performance was obtained after an ortho fe cleaned the microwell incubator and performed all necessary adjustments.

Event description:
A customer obtained lower and higher than expected vitros tsh results from two different quality control (qc) fluids processed on a vitros 5600 integrated system. Vitros ttc l2 results of 0.946 and 1.09 miu/l vs. The target result of 1.95 miu/l. Non-vitros biorad lot 40950 l1 result of 1.163 miu/l vs. The target result of 0.713 miu/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower and higher than expected vitros tsh results were obtained when the customer was processing qc fluids. However, the investigation cannot confirm that patient sample results would not be affect if the results were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).